Event description:
Mfg received a report from a consumer alleging that consumer's relative's finger was caught between the bottom of the seat frame on the frame base cross bar. As a result of the incident the finger tip was fractured.